Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level went up to 500 mg/dl last week. The customer¿s blood glucose was 249 mg/dl before he ate and after that it went to 271 mg/dl. The customer¿s other blood glucose was 269 mg/dl, 335 mg/dl, 299 mg/dl, 170 mg/dl, 150 mg/dl, 145 mg/dl, 120 mg/dl, 90 mg/dl and 205 mg/dl. The other day customer was nauseated but he drank a lot of water. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.